Event description:
It was reported that a half day infusor had a leak from an unspecified location. The unit contained desferrioxamine 1500mg in 28ml sodium chloride. This was discovered before use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 17, 2014 to june 18, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.